Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery/ "insert battery" message) has been confirmed. Upon eval, the battery charger connector was corroded. The corrosion on the connector did not allow the charger to detect a battery when inserted. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the corroded connector. The pt received a replacement charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger/modem was not charging her batteries and displays the message "insert battery" when a battery is inserted. The pt was issued a replacement charger/modem.